Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with an inappropriate mode switch during clinic check. This was determined to be far-r oversensing. Programming changes were made. No patient consequences reported.